Event description:
During a remote follow-up, crosstalk oversensing and oversensing due to noise was observed on the right ventricular (rv) lead. The physician suspected insulation damage to be the cause of the event, however, this was not confirmed via diagnostic imaging. Rv lead provocation testing was performed and the oversensing was unable to be reproduced. No additional intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.